Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an impending rupture of an infected thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2023, the patient complained of back pain and abdominal pain. CT revealed, the gore® tag® conformable thoracic stent graft with active control system migrated and the stent graft fell down into the aneurysm sac. It was also observed the contrast dye was into the aneurysm. On (B)(6) 2023, emergency reintervention was performed. One debranch bypass was created. Then, additional gore® tag® conformable thoracic stent graft with active control system was implanted proximally. Dsa revealed a proximal type I endoleak from the lesser curvature side of this additional gore® tag® conformable thoracic stent graft with active control system. It seemed the leak was not into the aneurysm, so no additional treatment was performed and the procedure was concluded. The physician suggested that the vessel wall was weak because of the infected aneurysm.